Manufacturer narrative:
Date of report: 22jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that the ventilator turns off and on by itself. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
B4:(B)(6)2021 the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The fse replaced the user interface printed circuit board assembly (pcba). The unit was functionally tested and passed testing. No other anomaly was reported.

Manufacturer narrative:
B4:16sep2021. The issue was found during testing. Based on this information, this is not a reportable event and was reported in error.